Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infection at three cannula site areas event on (B)(6) 2026. Due to the event, the patient went to emergency room (ER) and was undergone antibiotic infusion therapy. No further information available.